Event description:
Customer reported the system displayed a precharge error and would not fluoro. System operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.